Event description:
It was reported, that patient presented remotely via merlin.net with oversensing noise. As high ventricle rate episodes and noise reversion episodes on the right ventricular (rv) lead. No changes or interventions were performed. The rv lead will be monitored. The patient was stable throughout.